Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n226699, implanted: (B)(6) 2009, product type: accessory. Product ID: 8575, lot# n148719, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8840, product type: programmer, physician. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal morphine 30mg/ml at 13.75 mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that the hcp erroneously bypassed the bridge bolus one month ago ((B)(6) 2015) during a refill. The patient's pump was refilled and the drug concentration was changed, but the hcp forgot to do a bridge bolus and did not change the concentration from 20mg/ml to 30mg/ml. The patient was in today for a refill, and she wants to correct this. Drug concentration was 30mg/ml. Flow rate 0.55ml/day. The patient did not have symptoms associated with the increased dose. Follow-up was being conducted to determine the serial number, troubleshooting, actions/interventions, and if the programming error was resolved; if additional information is received this report will be updated.